Event description:
It was reported that two years after filter implant, the patient developed chest pain and presented to the emergency room. Reportedly, it was identified that one ivc filter limb perforated the ivc wall and extended into the aorta. Allegedly, another limb detached and was lodged in the heart. Additional information regarding treatment and/or patient status is pending.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. Despite numerous attempts, verbal, written and in-person, no further information could be obtained to date. The investigation is currently underway.